Manufacturer narrative:
The customer could not provide the patient's sample for further testing to complete the investigation. Calibration and qc information was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(4).

Event description:
The initial reporter questioned false positive elecsys toxo igm results on a cobas 8000 e 602 module. The customer provided questioned results for two patients. The initial results were reported outside the laboratory. Repeat testing was performed on a vidas analyzer. The serial number for the cobas 8000 e 602 module is (B)(4).